Event description:
Fenestrated bipolar forceps utilized in a robotic surgery. Instrument tagged with "bipolar part not working." Instrument has 2 lives remaining. Instrument to be returned to manufacturer.